Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 800 mg/dl. Pump supplies were changed; no visible damage was observed. A correction bolus was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and intravenous insulin was administered. Elevated bg/dka were resolved with no permanent injury. Contact reported pump unexpectedly suspended insulin. Pump history was reviewed with tandem technical support. Contact stated that ¿resume pump alarm¿ and ¿pump suspended¿ were identified. It could not be confirmed if delivery was suspended by user. Reportedly, customer was discharged 2 days later and customer resumed pump therapy.